Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering determined that the unit functioned properly. The clips were fired off one at a time and conformed to all specifications. The unit was disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incident. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report.

Event description:
Laparoscopic cholecystectomy- "surgeon reported clips not forming as he expected. After initial experience subsequent clips fired did not form as surgeon desired. Surgeon stated that a malformed clip crushed the bile duct which then separated & retracted, which in his opinion left the bile duct unretrievable. An abdominal drain was inserted to allow free drainage of any bile collecting in abdomen." Type of intervention: bile duct injury was reported by surgeon to be significant and a drain had to be inserted to drain bile patient status: at time of writing patient has suffered no adverse clinical outcomes.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.